Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a patient with end-stage renal disease due to probable iga nephropathy started hemodialysis in (B)(6) 2022. Explantation of an exhausted brachioaxillary graft occurred on (B)(6) 2024, necessitating a tunneled line to continue dialysis. At the end of patient dialysis, the patient's arterial pressure was alarming pressures "++++". On inspection, they noticed blood trickling down the belly. On further inspection, the cvc (central venous line) line was hanging out; the cuff was already out. Flushing was done prior to use, and the patient managed most of the dialysis session before the line dislodged. No other defects or damage were found on the product. No other products were being utilized with the device. Standard cleaning of dialysis catheters in the unit was done with green clinell device wipes, 2% chlorhexidine, 70% alcohol, and bd chloraprep on dressing change days. They were unsure of the exact date they started using clinell wipes as standard cleaning for dialysis catheters, but they had been using them for at least 7 or 8 years. The contents and components of the wipes were 2% chlorhexidine and 70% alcohol. The scrub used the hub protocol. The ends of the dialysis catheter were unwrapped from their gauze and placed on a sterile field. The nurse performed hand hygiene and would don sterile gloves before using the wipes to clean the deadenders and the whole of each lumen (including the clamps) up to the edge of the dressing. One wipe was used per lumen, and they were cleaned simultaneously. No real tugging or forceful pulling of the line occurred during the cleaning process. The clean lumens were then placed on sterile gauze swabs before the nurse aspirated and flushed the line. They used chlorhexadine biopatch dressings that were changed weekly. On dressing change days, the dressing was removed, and the entire area, including the entry site, was cleaned with chloraprep. If the patient was unable to tolerate cleaning with chlorhexidine due to skin sensitivity, they used sterile gauze swabs soaked with a 10% providone iodine solution in place of the clinell wipes and chloraprep. They immediately applied pressure to the entry site of the cvc (central venous line) and contacted the renal registry, where they were advised to remove the rest of the cvc and apply pressure to both the entry and exit sites. The line was removed as a remedial action. All observations were stable and within the normal range; there were no complaints of pain or sob (shortness of breath). Day-case admission to the hospital for a new tunneled line insertion was the intervention or treatment required as a result of the event. There was minimal blood loss, and there was no significant blood loss. They were unable to quantify the amount of blood loss. A blood transfusion was not required due to the event. There were no blood cultures taken at this time. The patient was allowed to go home as patient had already had a full dialysis session after the insertion of a new line with a different ID (identifier) on (B)(6) 2024.

Event description:
According to the reporter, a patient with end-stage renal disease due to probable iga nephropathy started hemodialysis in (B)(6) 2022. Explantation of an exhausted brachioaxillary graft occurred on (B)(6) 2024, necessitating a tunneled line to continue dialysis. At the end of patient dialysis, the patient's arterial pressure was alarming pressures "++++". On further inspection at the end of the session, they noticed blood trickling down the belly, the cvc (central venous line) line was hanging out; the cuff was already out and the line had dislodged. Flushing was normal at the start, and the patient managed most of the dialysis session before the line dislodged. No other defects or damage were found on the product. No other products were being utilized with the device. Standard cleaning of dialysis catheters in the unit was done with green clinell device wipes, 2% chlorhexidine, 70% alcohol, and bd chloraprep on dressing change days. They were unsure of the exact date they started using clinell wipes as standard cleaning for dialysis catheters, but they had been using them for at least 7 or 8 years. The contents and components of the wipes were 2% chlorhexidine a nd 70% alcohol. The scrub used the hub protocol. The ends of the dialysis catheter were unwrapped from their gauze and placed on a sterile field. The nurse performed hand hygiene and would don sterile gloves before using the wipes to clean the deadenders and the whole of each lumen (including the clamps) up to the edge of the dressing. One wipe was used per lumen, and they were cleaned simultaneously. No real tugging or forceful pulling of the line occurred during the cleaning process. The clean lumens were then placed on sterile gauze swabs before the nurse aspirated and flushed the line. They used chlorhexadine biopatch dressings that were changed weekly. On dressing change days, the dressing was removed, and the entire area, including the entry site, was cleaned with chloraprep. If the patient was unable to tolerate cleaning with chlorhexidine due to skin sensitivity, they used sterile gauze swabs soaked with a 10% providone iodine solution in place of the clinell wipes and chloraprep. They immediately applied pressure to the entry site of the cvc (central venous line) and contacted the renal registry, where they were advised to remove the rest of the cvc and apply pressure to both the entry and exit sites. The line was removed as a remedial action. All observations were stable and within the normal range; there were no complaints of pain or sob (shortness of breath). Day-case admission to the hospital for a new tunneled line insertion was the intervention or treatment required as a result of the event. There was minimal blood loss, and there was no significant blood loss. They were unable to quantify the amount of blood loss. A blood transfusion was not required due to the event. There were no blood cultures taken at this time. The patient was allowed to go home as patient had already had a full dialysis session after the insertion of a new line with a different ID (identifier) on (B)(6) 2024. The patient left the hospital in stable/normal condition.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d6a, d6b, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a patient with end-stage renal disease due to probable iga nephropathy started hemodialysis in (B)(6) 2022. Explantation of an exhausted brachioaxillary graft occurred on (B)(6) 2024, necessitating a tunneled line to continue dialysis. At the end of patient dialysis, the patient's arterial pressure was alarming pressures "++++". On further inspection at the end of the session, they noticed blood trickling down the belly, the cvc (central venous line) line was hanging out; the cuff was already out and the line had dislodged. Flushing was normal at the start, and the patient managed most of the dialysis session before the line dislodged. The catheter was in place for 49 days. No other defects or damage were found on the product. No other products were being utilized with the device. Standard cleaning of dialysis catheters in the unit was done with green clinell device wipes, 2% chlorhexidine, 70% alcohol, and bd chloraprep on dressing change days. They were unsure of the exact date they started using clinell wipes as standard cleaning for dialysis catheters, but they had been using them for at least 7 or 8 years. The contents and components of the wipes were 2% chlorhexidine and 70% alcohol. The scrub used the hub protocol. The ends of the dialysis catheter were unwrapped from their gauze and placed on a sterile field. The nurse performed hand hygiene and would don sterile gloves before using the wipes to clean the deadenders and the whole of each lumen (including the clamps) up to the edge of the dressing. One wipe was used per lumen, and they were cleaned simultaneously. No real tugging or forceful pulling of the line occurred during the cleaning process. The clean lumens were then placed on sterile gauze swabs before the nurse aspirated and flushed the line. They used chlorhexadine biopatch dressings that were changed weekly. On dressing change days, the dressing was removed, and the entire area, including the entry site, was cleaned with chloraprep. If the patient was unable to tolerate cleaning with chlorhexidine due to skin sensitivity, they used sterile gauze swabs soaked with a 10% providone iodine solution in place of the clinell wipes and chloraprep. They immediately applied pressure to the entry site of the cvc (central venous line) and contacted the renal registrar, where they were advised to remove the rest of the cvc and apply pressure to both the entry and exit sites. The line was removed as a remedial action. All observations were stable and within the normal range; there were no complaints of pain or sob (shortness of breath). Day-case admission to the hospital for a new tunneled line insertion was the intervention or treatment required as a result of the event. There was minimal blood loss, and there was no significant blood loss. They were unable to quantify the amount of blood loss. A blood transfusion was not required due to the event. There were no blood cultures taken at this time. The patient was allowed to go home as patient had already had a full dialysis session after the insertion of a new line with a different ID (identifier) on (B)(6) 2024. Thepatient left the hospital in stable/normal condition.

Event description:
According to the reporter, a patient with end-stage renal disease due to probable iga nephropathy started hemodialysis in (B)(6) 2022. Explantation of an exhausted brachioaxillary graft occurred on (B)(6) 2024, necessitating a tunneled line to continue dialysis. At the end of patient dialysis, the patient's arterial pressure was alarming pressures "++++". On inspection, they noticed blood trickling down the belly. On further inspection, the cvc (central venous line) line was hanging out; the cuff was already out. Flushing was done prior to use, and the patient managed most of the dialysis session before the line dislodged. No other defects or damage were found on the product. No other products were being utilized with the device. Standard cleaning of dialysis catheters in the unit was done with green clinell device wipes, 2% chlorhexidine, 70% alcohol, and bd chloraprep on dressing change days. They immediately applied pressure to the entry site of the cvc (central venous line) and contacted the renal registry, where they were advised to remove the rest of the cvc and apply pressure to both the entry and exit sites. The line was removed as a remedial action. All observations were stable and within the normal range; there were no complaints of pain or sob (shortness of breath). Day-case admission to the hospital for a new tunneled line insertion was the intervention or treatment required as a result of the event. There was minimal blood loss, and there was no significant blood loss. They were unable to quantify the amount of blood loss. A blood transfusion was not required due to the event. There were no blood cultures taken at this time. The patient was allowed to go home as patient had already had a full dialysis session after the insertion of a new line with a different ID (identifier) on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.